Manufacturer narrative:
Reservoir: (B)(4), batch/lot # 904942008, mfg date 10/28/2014, exp date 10/10/2016. The ams700 device was visually inspected and functionally tested. The cylinders, pump and reservoir performed within specifications. There was a leak in the kink resistant tubing for the reservoir tube that was the result of being grasped by a tool.

Event description:
It was reported that the patient will have a revision of his ams700 inflatable penile prosthesis because the device is not inflating completely - "had a year of optimal functioning and then partial operation (partial erection) until today " and "pump failure". No patient complications were reported in relation with this event. Additional information indicates the device was removed on an unknown date due to fluid loss. This complaint was initially submitted to FDA via asr report q4 2017 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.